Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/14/2022. Additional information was requested, the following was obtained: - what was the name of the procedure? Unsure. - what was the procedure date? (B)(6) 2021. - what is the lot number? Rabbsx. - what is the nurse¿s current status? No concerns. - was there any adverse consequence associated with the patient? None. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/22/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: three pictures were received to ethicon inc for evaluation and as per the visual inspection it was observed a folder with a needle protruding of product code w791. The overwrap packet could not be observed in the picture to determine if the sterile barrier was compromised. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: photo analysis: three pictures were received for evaluation and as per the visual inspection it was observed a folder with a needle protruding of product code w791. The overwrap packet could not be observed in the picture to determine if the sterile barrier was compromised. The manufacturing records could not be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that before use on the patient on (B)(6) 2021, the needle protruded from the packaging resulting in needle stick injury to theatre nurse. Three pictures were received for evaluation and as per the visual inspection it was observed a folder with a needle protruding of product code w791. No additional information was provided.